Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch - suresmile aligners- the aligners are cutting the patient's inner lip and gum area. Aligners were trimmed down to make them more comfortable for the patient. There are too many to do this to so it was advised to the practice to reorder the aligners since this was a complete case. This has been brought to the lab's attention.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. The customer's evidence (photos) shows an upper aligner. We observe proper thermoforming, and no rough or sharp edges are visible. The traceability information (serial number, patient ID) is not clear for device identification. No evidence of the alleged event issue is observed. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.